Manufacturer narrative:
(B)(4). Any additional information provided from the customer will be included in a follow up report. (B)(4). Per results of investigation, carefusion service technician was able to duplicate customer¿s reported problem ¿unit resetting.¿ the service technician was not able to duplicate customer¿s reported problem ¿no output pressure.¿ the ventilator was tested with a known good ac adapter and known good patient circuit connected. Minutes after powering on, the ventilator reset. Bench testing cannot determine the root cause of the failure. Review of event trace revealed several ventilator inoperable (inop) code conditions preceding a ventilator reset alarm. As a pre-caution, the service technician replaced main board.

Event description:
The customer reported model palmtop revel ventilator reset with no output pressure at patient bedside. The team was unable to transport patient which resulted in delay of care. Upon further investigation, the customer confirmed no patient involvement or allegation of patient injury or harm.